Manufacturer narrative:
(B)(4). Upon follow up, it was reported ¿the patient was doing well at the time of this report¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. On the same day as this report was initiated, the patient started treatment with vancomycin 2g for fourteen days (route and frequency not reported) and reflin 250 mg for fourteen days (route and frequency not reported) peritonitis. Three days later, the patient began treatment with gentamicin 20 mg for seven days (route and frequency not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient's peritoneal effluent was clear and the patient was recovering. No additional information is available.